Event description:
We have had another problem with the d cartridges splitting today. The reps were here; the doctor and I are talking with the reps in that we think that the problem is with the auto inserter for the lens. The alcon rep is coming again tomorrow to evaluate the auto inserters for the lens and see if they need adjusted or replaced.manufacturer response for alcon d cartridge, (brand not provided), (per site reporter).======================reps in and we think that the problem is with the auto inserter for the lens. An incident report was made. The alcon rep is coming again tomorrow to evaluate the auto inserters for the lens and see if they need to be adjusted or replaced.